Event description:
A report from (B)(6) indicates that during surgery, "entry site broke while in use. Blue piece fell off leaving trocar in pts eye" additional information was requested. The user facility reported "entry site broke while in use. Blue piece fell off leaving trocar in pt's eye." The trocar was removed. The surgeon enlarged the incision to remove the particulate from the eye. The user facility did not provide information on the pt outcome, though requested.

Manufacturer narrative:
The device packaging has been received; however the device itself was not returned for evaluation.